Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Explained it sounds like the device was in monitor mode, but nurse insists this was not the case. Again suggested device might be in monitor mode and offered to look at screenshot, but nurse declined and reiterated device not in monitor mode. Suggested to replace this device and have biomed calibrate it tomorrow to ensure proper functionality. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d, UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the picu nurse stated as patient temperature increases, water temperature declines, but now the water temperature (wt) and flow rate (fr) just show dashes in an arctic sun device. Patient temperature (pt) was 37.7c, targeted temperature (tt) was 37c. Explained it sounds like the device was in monitor mode, but nurse insists this was not the case. Checked event log and noted: alarm 5 (reservoir empty), alarm 14 (probe out of range), alert 9 (pt above high pt alert) and alert 114 (treatment stopped). Again suggested device might be in monitor mode and offered to look at screenshot, but nurse declined and reiterated device not in monitor mode. Suggested to replace this device and have biomed calibrate it tomorrow to ensure proper functionality.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the picu nurse stated as patient temperature increases, water temperature declines, but now the water temperature (wt) and flow rate (fr) just show dashes in an arctic sun device. Patient temperature (pt) was 37.7c, targeted temperature (tt) was 37c. Explained it sounds like the device was in monitor mode, but nurse insists this was not the case. Checked event log and noted: alarm 5 (reservoir empty), alarm 14 (probe out of range), alert 9 (pt above high pt alert) and alert 114 (treatment stopped). Again, suggested device might be in monitor mode and offered to look at screenshot, but nurse declined and reiterated device not in monitor mode. Suggested to replace this device and have biomed calibrate it tomorrow to ensure proper functionality.